Manufacturer narrative:
The primary reported failure mode, deployment line stuck, could not be confirmed by the imaging evaluation. Engineering evaluation of the device also could not confirm the primary failure mode as the device was returned without the stent and the deployment knob plus line were completely separated from the catheter which suggests successful deployment. Furthermore, it was reported the device was implanted. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the deployment line stuck could not be established with the available information, including device evaluation. The secondary reported failure mode of unintended deployment-line unravel and device expansion also could not be confirmed by the engineering evaluation, as the device was returned without the stent and the deployment knob plus line were completely separated from the catheter. The imaging evaluation noted the provided image shows the distal end of a viabahn® device slightly opened with the majority of the proximal end remained constrained which is consistent with the reported information of the stent spontaneously expanding while attempting withdrawal. The cause of the failure mode could not be determined with the available information. The tertiary reported failure mode of general embolic event could not be confirmed with the imaging evaluation. There was no confirmed presence of thrombus in the previous implanted device, push of the thrombi into the infrapopliteal arteries, or lack of blood flow following the implant of the two distal viabahn® devices. The root cause is determined to be use error based on the reported ¿the physician advanced the viabahn® device further distally so the viabahn® device can fully expand at the correct location. During this maneuver, thrombus was pushed¿¿ IFU for gore® viabahn® endoprosthesis states: once deployment has started, repositioning of the endoprosthesis should not be attempted.

Event description:
The following was reported to gore: on (B)(6) 2025, an arteriography showed a pre-existing device implanted in the popliteal artery was developing thrombus after about two years post implant. The target treatment area was pre-dilated. The first gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) was placed at the treatment location and deployment was started. However, the deployment line was stuck and did not release. The constrained viabahn® device was being withdrawn and upon repositioning the viabahn® device towards the introducer sheath, the viabahn® device began to spontaneously expand (less than 1cm) in an unintended location within the femoral artery. The physician advanced the viabahn® device further distally so the viabahn® device can fully expand at the correct location. During this maneuver, thrombus was pushed and significant distal emboli occurred in the infrapopliteal arteries. Aspiration using various embolectomy catheters, including the penumbra system, was tried without success. Two additional viabahn® devices were subsequently deployed, with the first one inside the pre-existing viabahn® device and the second one distally and overlapped inside the existing device. No blood flow was observed following the deployment of the two devices and the thrombus was stuck. The patient was hospitalized. An emergent femoropopliteal bypass procedure was performed. The viabahn devices remain implanted. The patient was reportedly recovering well, and his limb was saved.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6: code b23: device is expected to be returned. As of today, no specimen has been received. Additional manufacturer reports will be submitted for this patient / additional procedural steps. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.